Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6323814. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that, 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter was difficult to pierce the tube. They took a sample with a tube and the sleeve of the needle stayed in the same place the which did not return.". No medical intervention or injury reported.